Event description:
It was reported that the pt is experiencing knee clicking and pain, and feels his leg is straighter.

Manufacturer narrative:
This report will be amended when our investigation is complete.